Event description:
In 2000, patient had gall bladder removed other non-evasive procedure in 2003. Patient states that he had ercp done and a stent was placed in his body. Patient states that later he had an x-ray revealing stents , staples and clips. In 2007, patient states that he had an ercp to remove the stent, and the stent was not able to be removed. Pt states that he is in pain and had an infection due to stents clip and staples.